Event description:
It was reported that externalized conductors were suspected via diagnostic imaging. No electrical anomalies were detected. Based on the images provided to st. Jude medical, the conductors do not appear to be externalized. Lead remains implanted and the patients condition was good.